Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. See h.10.

Event description:
It was reported that the unspecified bd 50 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown since the last few weeks, we have problems with 50 ml bd syringes. There is liquid crossing the seal of the plunger. It happened with different products and with different workers.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd 50 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. Since the last few weeks, we have problems with 50 ml bd syringes. There is liquid crossing the seal of the plunger. It happened with different products and with different workers.